Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3265 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that extravasation was found at the 1cm scale of the part exposed externally when flushing catheter in the process of catheter maintenance conducted 2 months after catheter placement.